Manufacturer narrative:
A complaint was recently received for a problem involving an unexpected treatment couch descent. The couch fell approximately 180 mm (~7 inches). There was no injury to the patient or staff. Conditions leading to the malfunction: after completing patient set up but prior to treatment, the patient table fell suddenly. The clevis bearing had separated from the vertical actuator. The vertical actuator combines the motor, rollerscrew, encoder, and brake to safely lift and lower the treatment couch. Upon inspection, the threaded connection between the clevis bearing and actuator had been stripped. The root cause is under investigation.

Event description:
A complaint was recently received for a problem involving an unexpected treatment couch descent. The couch fell approximately 180 mm (~7 inches). There was no injury to the patient or staff.